Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition for about three seconds. Boston scientific technical services (ts) was contacted for assistance. Ts discussed other lead measurements, which were stable and in-range. The device sensitivity was reprogrammed. No further pacing inhibition was seen. This product remains in service. No adverse patient effects were reported.